Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age ¿ (B)(6), small body size, moderate valvular calcification, native leaflet calcification) likely contributed to the annular rupture and subsequent surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), an ascending aortic rupture occurred during a transfemoral tavr procedure. As reported, prior to the deployment of a 26mm sapien 3 valve, protection of the coronary artery was performed. Due to the amount of calcification on the non-coronary cusp (ncc), it was expected that the sapien 3 valve might be deployed too much to the left coronary cusp (lcc) side. Post balloon aortic valvuloplasty (bav) with an 18mm bav catheter, the sapien 3 valve was deployed using 1.5ml less than nominal volume. The valve landed in a final 80:20 aortic/ventricular (a/v) position as intended. Lca flow was observed on coronary angiography (cag). While evaluating the degree of post deployment regurgitation with tee, the blood pressure (bp) dropped from 160 mmhg to the 30¿s mmhg. Pericardial effusion was observed and the decision was made to perform a thoracotomy under percutaneous cardiopulmonary support (pcps) standby. After the chest was opened, a rupture was observed around the sinus of valsalva (sov) and the sinotubular junction (stj). The ascending blood delivery was switched to the superior vena cave (svc) and the blood removal was switched to the inferior vena cava (ivc) to be pump-on. Myocardial protective liquid was injected and the rupture was repaired with felt and prolin while the heart was stopped. Reinforcement was added with tachosil and bioglue. Hemostasis was confirmed and the chest was closed. The pcps was removed and the patient was transferred to the ICU, still intubated. The valve remains implanted in the patient. The native annular diameter measured 22.0mm by CT. Moderate valvular calcification, native leaflet calcification (degree not specified), and no aortic root calcification was reported. The left coronary artery (lca) ostium height measured 11.0mm. The sov was narrow and measured 29mm.